Event description:
It was reported that the lead perforated during implant. As a result, the lead was replaced.

Manufacturer narrative:
A lead tip stiffness test was performed and was found to be within specification.